Event description:
The lead was returned to the manufacturer after the patient's death. It tested out of specification during manufacturer's analysis. There is no allegation from a health care professional that the death was lead related. The cause of death has been requested but not received.

Manufacturer narrative:
This report is based solely on lead return and analysis. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. This was an atrial lead in a dual chamber system. There was no indication the death was lead related. The cause of death has been requested but has not been received. Evaluation summary: outer insulation breached. Proximal segment returned and analyzed.